Event description:
It was reported that during the implant procedure, there was difficulty inserting the screwdriver into the grommet of the cardiac resynchronization therapy defibrillator (crt-d). The screwdriver was replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.